Event description:
It was reported that the customer had high blood glucose levels of 274 mg/dl. The customer treated with manual insulin injections. The wife of the customer reported a black display with dots on the top on the insulin pump. The customer reported installing new batteries on the insulin pump to no avail. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Findings: pump was monitored and had no black screen noted. No display anomaly noted. Act button did not respond due to flattened button dome switch. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.